Event description:
Boston scientific crm received information that the pt with this pacemaker had expired several months post implant. Boston scientific was contacted by the family of the pt to interrogate the device post explant for a potential device malfunction. The device was interrogated by one of our local sales representatives (sr), and at that time nothing of consequence was found. It was advised that the device be returned to our company for analysis.

Manufacturer narrative:
This device has not been returned. Should this device be returned for analysis or should more information become available to our company, this event will be updated as necessary.